Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6; h10. The following sections were corrected: h4. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided. Review of the available records identified the following: (clinic visit: failed right hip arthroplasty from metallosis. Patient reports lateral hip pain and some difficulties with adl¿s.) (Revision right total hip arthroplasty: painful right total hip arthroplasty with pseudotumor. Pseudotumor was released, some evidence of metallosis within the pseudotumor. Trunnion was inspected and some trunnionosis was noted.) (Clinic visit: pain in groin area). A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that approximately eight years post-implantation, the patient underwent a right hip revision due to pain and metallosis. During the procedure, a pseudotumor was excised with evidence of metallosis. Some trunnionosis was noted. The head and shell were revised and a small deficiency was noted in the medial wall of the acetabulum. The stem was retained. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign ¿ canada. H6: suggested component code: mechanical (g04) - head. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.